Event description:
It was reported the patient's ipg is depleted. The patient stated she has not been able to charge her ipg in several months and her programmer does not communicate with it either. An sjm rep met with the patient and confirmed the patient's ipg is depleted. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.